Event description:
On (B)(6) 2019, (B)(6) was diagnosed with chf and was given the zoll lifesaver vest&device to wear at all times to monitor her heart rate. On (B)(6) 2019, (B)(6) was rushed to the ER with complaint of unable to breathe. (B)(6) had the zoll vest/device on at the time; however, the device did not alarm at the time of the occurrence nor did it alert zoll of the event. (B)(6) was with her (B)(6) at the time of event, and he was the one to rush her to the hosp. He actually called 911; however, no one came to the medical distress need. By the time (B)(6) arrived to the hosp (approx 20 mins later), the zoll device alarmed to contact 911; however, it was too late, as (B)(6) had passed away. According to (B)(6), the zoll company did not contact him or his two siblings who were listed as emergency contacts in the event the device alarms and (B)(6) could not be reached. (B)(6) including the other siblings has confirmed that no one from the zoll monitoring team / company contacted any of them. (B)(6), listed as an emergency contact) was informed by the hosp staff at (B)(6) that if the device alarms, the zoll monitoring company would be alerted / notified, at which point they would contact (B)(6) to instruct her according (e.g. Go to the ER) if (B)(6) was not reachable, zoll monitoring company would contact the listed emergency contacts until someone is reached to alert them as well. As stated above, on (B)(6) 2019, the day of the cardiac arrest event, the device did not alarm until arriving at the ER, at which point it was too late. In addition, no one from zoll / monitoring company contacted anyone of the emergency contact. There was no substance release in the vest to indicate that the device attempted to shock (B)(6) to stabilize her heart rate. As a result, (B)(6) died / passed away on (B)(6) 2019. FDA safety report ID# (B)(4).